Event description:
The customer reports during an open abdominal procedure in gynecology, a thunderbeat was used and it broke off intraoperatively during use. The broken metal part was recovered. A second thunderbeat was used to complete the procedure. There was no patient impact related to this occurrence. The suspect device cannot be returned for evaluation as it was discarded by the customer.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
Correction to d4, the lot number is 14k09. Correction to d8, d8 was inadvertently selected the device is single use and was not serviced. Correction to d9, the product was returned on 29dec2021. Correction to g2, the foreign country was germany. Correction to h3, the device was evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated where multiple defects were noted. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked and it indicated the probe had cracked from the contact mark then broke off. The proximal side of the tissue pad was worn away and the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe broke due to contact with the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. According to the legal manufacture, the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the ptfe pad, or the probe tip may break and fall off, and partial separating of the ptfe pad may occur due to a local increase of temperature caused by the friction between ptfe pad and the probe tip during activation." ¿ "do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output." ¿ "do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity." ¿ "if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.